Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The type iiib endoleak of the proximal extension complaint is confirmed. The complaint is most likely device related. There were no procedure related harms identified. The final patient status was reported to be discharged one the first post operative day after a successful secondary endovascular procedure. The use of strata material likely contributed to this event. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx strata. Corrections: b1: adverse event or product problem - updated d2: common device name - updated d4: model # - updated d4: lot # - updated d11: concomitant medical products - updated g1,2: contact office- name has been updated h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, billowing fabric or a tear (possible type iiib endoleak) was detected by cta (computed tomography angiography) during routine follow-up. However, the exact date of event is unknown. The physician elected to treat the patient by relining with a bifurcated afx and suprarenal afx devices on (B)(6) 2019. The endoleak was confirmed resolved, and the patient has been discharged and is reportedly doing well. As of date, there have been no additional patient sequelae reported.